Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys tsh assay (tsh) on a cobas 8000 e 602 module. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(4) for information on the ft3 iii erroneous results and medwatch with patient identifier (B)(4) for information on the ft4 ii erroneous results. The patient is being treated with 100 mg of biotin 3 times per day for multiple sclerosis and a thyroid check-up was ordered. The patient was tested on the e602 module and the tsh result was < 0.01 uiu/ml, the ft4 ii result was 77.6 pg/ml and the ft3 iii result was 9.3 pg/ml. According to the customer, these results suggest the patient has hyperthyroidism. The same thyroid tests were performed using a different method and the patient¿s thyroid status was "normal." The method used and results received were not provided. It is not known if the results from the other method were from the same sample or a different sample. This information was requested but could not be provided. According to product labeling, ft4 ii expected values are 0.93 ¿ 1.7 ng/dl, ft3 iii expected values are 2.0-4.4 pg/ml and expected values for tsh are 0.270-4.20 uiu/ml. The results were "negative" for anti-tshr and anti-tpo using a non-roche method. The actual results were not provided. No information is known about the current condition of the patient. It was noted that anti-thyroid synthesis therapy was prescribed, however, there was no allegation that an adverse event occurred. The e602 module was not provided. The tsh reagent lot number was provided as "0000."

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. Based on the information available, a general reagent issue can most likely be excluded. Since the sample was not available, the customer's claim about a biotin interference could not be investigated. Product labeling addresses biotin interference: "tsh: the assay is unaffected by biotin levels up to 25 ng/ml. Ft4 ii: the assay is unaffected by biotin levels up to 20 ng/ml. Ft3 iii: the assay is unaffected by biotin levels up to 286 nmol/l. Samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration. "